Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and atrophy. A surgical procedure was performed during which the existing device was removed and replaced. No further patient complications were reported.